Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted the pt was "getting tighter." When the pump was aspirated, "it was as if nothing had been delivered at all." Per the reporter, the pump "stopped working" and has not been filled for 8 months. The pt was taking oral baclofen. Intervention options were being considered, including device explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported coding update should have reflected an aware date of 25-mar-2013 instead of the reported aware date of 07-may-2013.

Event description:
Additional information: the patient had a stroke about 15 years ago and another ¿small¿ stroke about 3 years prior to the report. Shortly after the second stroke, the pump started beeping and stopped working. The patient was hospitalized. The beeping was turned off but the cause of the beeping was not found out. At the time of the report, the patient was on oral medication and wanted the pump removed.

Event description:
Additional information received reported when the pump had "quit working" as previously reported, the pump was initially tested and malfunction was found "because the pump was beeping". No further alarm detail was provided. It was noted that it was never discovered why the pump had malfunctioned. The pump remained implanted, and eventual explant continued to be considered.

Manufacturer narrative:
(B)(4).